Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated. Associated malfunction for this device: pilot valve contaminated, heat exchanger leaking and the muffler and filters dirty.